Manufacturer narrative:
An event of malposition of device, perivalvular leak, high blood pressure/hypertension, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final non-coronary cusp implant depth was 6.46mm and the final left coronary cusp implant depth was 8.42mm. There was sufficient calcium to allow sealing and no anatomical or tissue/calcium interference affecting expansion of the valve. Later, it was noted via electrocardiogram, that the patient had developed a left bundle branch block. No intervention was performed. It was also noted post-implant via transthoracic echocardiogram and angiogram, that there was moderate perivalvular leakage. It was noted that the patient had a hypertensive occur post-procedure that contributed to the perivalvular leak. No intervention was performed or planned for the moderate perivalvular leak, but the patient was administered medication for their hypertension. The patient was in good status at the time of report with mild perivalvular leakage at discharge. Based on the available information, the caused of the reported heart block was related to procedure and the reported perivalvular leak appears to be related to patient condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. The 25mm navitor valve was not re-sheathed at all during procedure. Pacing of 120-140 beats per minute was performed for aortic valve stabilization during deployment of the 25mm navitor valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty experienced implanting the 25mm navitor valve. The final non-coronary cusp implant depth was 6.46mm and the final left coronary cusp implant depth was 8.42mm. There was sufficient calcium to allow sealing and no anatomical or tissue/calcium interference affecting expansion of the valve. On (B)(6) 2024, it was noted via electrocardiogram, that the patient had developed a left bundle branch block. No intervention was performed. It was also noted post-implant via transthoracic echocardiogram and angiogram, that there was moderate perivalvular leakage. It was noted that the patient had a hypertensive occur post-procedure that contributed to the perivalvular leak. No intervention was performed or planned for the moderate perivalvular leak, but the patient was administered medication for their hypertension. The patient was in good status at the time of report with mild perivalvular leakage at discharge.